Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was hospitalized for an elevated blood glucose (bg) of between 262 mg/dl and 462 mg/dl with extreme thirst, excess urination and a large level of ketones associated with an alleged inaccurate delivery. The patient reported that they have had high and low bg levels since (B)(6) 2018. The patient also reported taking the medication adcirca for hypertension and they believe this medication contributed to their recent high and low bg levels. The patient also reported that their medical provider recently made changes to their basal program. Reportedly, the patient discontinued pump therapy and was treated by an healthcare provider and received intravenous (IV) fluids as treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to a cartridge change, an alarm occurring, the prime menu being accessed and the patient made changes to the basal program without input from a medical provider which is a training misuse. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting indicated the following diabetes management factor potentially contributed to the alleged bg excursion: failure to bolus. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.